Manufacturer narrative:
(B)(4).. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 423 mg/dl at the time of incident. The customer also reported other blood glucose values such as 423 mg/dl, 399 mg/dl. Customer assisted with troubleshooting. The insulin pump will not be returned for analysis.